Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4), several electrode belt cables were pulled from the strain relief. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the ECG a&b cable, distribution node (dn) to rear therapy electrode (te) cable, and ECG c&d cable were all pulled from the strain relief. The trunk cable connector was also cracked. The root cause for the damaged cables and cracked connector could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.